Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up, down, and ok keypad buttons were intermittently unresponsive; the contrast button responded appropriately. During investigation, evidence of contamination was found under all key contacts and the down contact was found to be inverted.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the ok, up and down buttons have been sticking for about a week and required multiple presses to elicit a response. The patient confirmed there was no damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned to pump with a damp cloth. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.